Manufacturer narrative:
Investigation summary: based on the information available boston scientific concludes, based on product analysis, that the pump activation issue likely caused or contributed to the clinical observation of inflation difficulty. Device history record (DHR) review: device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The ms (momentary squeeze) pump was leak tested, visually inspected, examined using a microscope, and functionally tested. The pump kink resistant tubing (krt) was worn down to the filament; this did not likely affect device function. The pump did not pass valve deactivation functional testing. The ams700 ipp cylinders were visually inspected, leak tested, and examined using a microscope. Both cylinders had folds that indicate possible buckling of the cylinders in the proximal cylinder body. A leak was present that was consistent with explant damage. The rear tip of one cylinder was found to have been trimmed and shaved down. Both cylinders were not pressure tested due to the identified leak. Product analysis confirmed the reported event. Labeling review: a labeling review was performed and according to the IFU (instruction for use), there is no evidence that the device was used or handled improperly. Investigation conclusion: based on the information available, a conclusion code of caused traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) requested a revision due to inability to completely inflate the ipp. The device was explanted and returned for analysis; no information was provided regarding device replacement. No patient complications were reported.

Manufacturer narrative:
Date of event was not provided so an approximate date was provided. The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis (ipp) due to inflation issues. The patient is unable to completely inflate the ipp. A revision surgery has not yet occurred. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.